Event description:
The u2 drill was sent for eval because during testing it was allegedly running without user activation when the cable was flexed. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual eval found the contact pins burnt and corroded. Wide spread corrosion build up with noted within the internal components of the device.